Manufacturer narrative:
(B)(4). The non-medtronic service provider evaluated the ventilator and reported that the ventilator passed extended self tests (est)and ran for 30 minutes. Medtronic was not authorized to conduct the repair.

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.